Manufacturer narrative:
Age at time of event: average age was 38.7 ± 12.2 years (mean ± sd (standard deviation). Gender: 82% of patients were female. The study was conducted from 2002-2011. Literature article: williams l. E., vannemreddy, p.s., watson, k. S. And slavin, k. V. ¿the need in dural graft suturing in chiari I malformation decompression: a prospective, single-blind, randomized trial comparing sutured and sutureless duraplasty materials¿. Surg neurol int. (2013): 4:26. Doi: 10.4103/2152-7806.107904. Epub 2013 feb 27. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two patients experienced meningitis after undergoing chiari I malformation decompression surgeries wherein dura-guard was used. The cause of the event was not reported. It was not reported if the patients were hospitalized for the event. Treatment was not reported. At the time of this report, the patient¿s outcomes were reported as "significant improvement in their outcomes". No additional information is available.